Manufacturer narrative:
On 23-feb-2016 an fse conducted on-site follow-up with the customer. The fse found a broken sampling needle. The fse replaced the sample needle which returned the instrument to normal operation. The most probable cause of the reported event was due to a defective sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 706, syringe error with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.